Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned. There was reported noise, oversensing and pacing inhibition of an unknown duration. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.